Event description:
It was reported that during a lap low anterior resection, the cartridge fell out from the jaws inside the patient when the device was used for the rectum. The doctor confirmed that the cartridge was loaded into the jaws properly. The fallen cartridge was retrieved clamping softly with the ec45a device via a trocar. No broken pieces existed. No tissue damage was found. Another device was used to complete the case. There were no adverse consequences to the patient. The cartridge color was blue. The doctor commented that he had twisted the device against the cavitas pelvis strongly, and then the cartridge might have come off.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one device was returned in good visual condition and with an ecr45b cartridge loaded on the device; it was noted unfired. Furthermore the cartridge retention features were noted to be in good visual condition. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.